Manufacturer narrative:
Concomitant medical products: 5068-45 lead, implanted: (B)(6) 2000. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use of the implantable cardioverter defibrillator (ICD), the patient received atrial anti-tachycardia pacing for atrial fibrillation (af) that appeared to have triggered ventricular fibrillation (vf). The ICD successfully shocked the patient back into normal sinus rhythm. It was also reported that the patient passed out while in vf, and encountered an automobile crash. Subsequent evaluation by a manufacturer representative revealed no significant injuries. The ICD settings were re-programmed, and the device remains in use. No further patient complications have been reported as a result of this event.